Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was incorrect. Reportedly, it was unknown how the date became inaccurate. The customer was unable to upload the pump data for tandem technical support to review the pump logbook. There was no impact to the customer's blood glucose level.